Manufacturer narrative:
This medwatch is submitted to send the initial report. Product was not returned to manufacturer as still implanted. As reported : patient was previously operated with 6 screws and 2 rods implanted in (B)(6) 2013 in 2016, patient was operated for implantation of 2 avenue t cages on one level, above posterior system. Surgeon noticed, during the follow-up, a migration of an half anchoring plate no further mobilization at 8 months post-op, stable. No revision planned. Patient is fine and no clinical consequences. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding information provided, root cause is related to a failure to follow IFU as implants must always be associated with a posterior fixation system, which is contraindication in avenue t use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be field accordingly. Zimmer biomet will continue to monitor for trends. Product still implanted.

Event description:
Avenue t: anchoring plate migration. As reported : patient was previously operated with 6 screws and 2 rods implanted in (B)(6) 2013 in (B)(6) 2016, patient was operated for implantation of 2 avenue t cages on one level, above posterior system. Surgeon noticed, during follow-up, a migration of an half anchoring plate. No further mobilization at 8 months post-op, stable. No revision planned. Patient is fine and no clinical consequences.